Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of venflon pro safety 18ga 1.3mm od 32mm l experienced leakage during use. The following information was provided by the initial reporter: inserting a pivc (1,3) in patients left forearm, without remark. Good flow both for infusion fluid and medication. We sedate the patient as usual but when I have 1 ml left to give of inj. Rocuronium the resistant ¿release¿ and the last ml is very easy to inject. I make a control so nothing is given sub cutaneous. Patient reacts as expected on all medication. When I remove the syringe from the port it flows venous blood through the port. I remove the syringe and insert a new one in the other arm.

Manufacturer narrative:
H.6. Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that an unspecified number of venflon pro safety 18ga 1.3mm od 32mm l experienced leakage during use. The following information was provided by the initial reporter: inserting a pivc (1,3) in patients left forearm, without remark. Good flow both for infusion fluid and medication. We sedate the patient as usual but when I have 1 ml left to give of inj. Rocuronium the resistant ¿release¿ and the last ml is very easy to inject. I make a control so nothing is given sub cutaneous. Patient reacts as expected on all medication. When I remove the syringe from the port it flows venous blood through the port. I remove the syringe and insert a new one in the other arm.